Event description:
The manufacturer received a work order reporting that the dreamstation auto bipap device was evaluated by a third-party service center and testing had resulted in a burnt-out power cable, failed pressure and flow calibrations, a damaged lower case and a deteriorated filter. Pca, blower, lower case, power cable, pollen filter and ultrafine filter need to be replaced. The faulty parts were replaced.